Event description:
It was reported that the customer had a vibrate anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that the insulin pump did not vibrate during the vibrate test. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no vibration during the self test due to a broken vibrator wire. The insulin pump had a cracked case at a display window, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.